Event description:
Same case as MDR ID 2134265-2014-03168, 2134265-2014-03167, 2134265-2014-03165. (B)(4) study. It was reported that in-stent restenosis (isr) and chest pain occurred. In (B)(6) 2012, the patient was diagnosed with unstable angina and patient was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure was performed. Target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 100% stenosis and was 70 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a total of 4 overlapping promus element¿ plus stents (2.25 x 32 mm, 2.25 x 32 mm, 2.50 x 20 mm, and 2.50 x 12 mm). Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the left main coronary artery (lmca) with 60% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. It was treated with pre-dilatation and placement of a 3.50 x 12 mm promus element¿ plus stent, resulting in 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with 2 day history of chest pain and the patient was hospitalized on the same day. Subsequently, cardiac catheterization was recommended. Coronary angiography was performed and revealed lad (target vessel): 90% isr of study stents deployed in mid portion. The patient was treated with medications and recommended for revascularization of the left circumflex (lcx). However, percutaneous coronary intervention (pci) was not performed during the event. Four days from admission, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).